Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for over one hour. Reportedly, the transmitter regained connection with the pump. No additional patient or event information was available.